Event description:
It was reported that during routine follow-up the right ventricular pace impedance measured out-of-range at 2,938 ohms. It was decided to open the pocket, after which the impedance measured 2,996 ohms and the threshold was high at 4.0 v at 0.8 ms. The lead was explanted and replaced. After connecting the new rv lead to the existing pacemaker, noise was present, and pacing was not delivered. The pacemaker was also replaced. Both the pacemaker and rv lead are expected to be returned for analysis. No additional adverse patient effects were reported.